Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform, during routine testing, was powered on and displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing and confirmed through archive data review. Review of the retrieved archive data confirmed multiple occurrences of ua 7 error messages on the customer reported event date of (B)(6) 2018. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. A load characterization check was performed on the platform and identified a defective load cell. The root cause of the ua 7 error message was attributed to this issue. After replacement of the load cell, the platform was further functionally tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).